Manufacturer narrative:
Medtronic received notification of a literature article entitled; outcomes of endovascular stent graft repair for penetrating aortic ulcers with or without intramural hematoma xiaolang jiang, md, tianyue pan, md, lingwei zou, md, bin chen, md, junhao jiang, md, yun shi, md, tao ma, md, changpo lin, md, daqiao guo, md, xin xu, md, jue yang, md, zhenyu shi, md, ting zhu, md, zhihui dong, md, and weiguo fu, md society for vascular surgery doi: https://doi.org/10.1016/j.jvs.2020.10.022. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant thoracic stent graft was implanted in the patient for a tevar endovascular treatment of an unknown sized pau with associated imh on an unknown date. 60 months post implant it was reported the patient experienced sine, it was reported the patient was asymptomatic and no treatment was performed 108 months post index it was reported the patient died suddenly during follow-up. The exact cause of death was unknown because no autopsy was performed. However, it was estimated that retrograde stanford type a dissection had developed.